Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed steadily increase in pacing impedance on the right ventricular (rv) lead of greater than double than stable baseline impedance. The physician scheduled a lead extraction procedure. During the extraction procedure, it was noted that the atrial lead adhered to the rv lead and was dislodged when the rv lead was extracted. The physician elected to explant and replace both the rv lead and atrial lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and lead stuck to another lead. As received, a complete lead was returned in one piece with the helix bent and clogged with blood/tissue. X-ray examination found the helix was bent consistent with procedural damage. The helix mechanism extension length test not performed due to damaged helix, as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: h6 - investigation conclusions code updated to no problem detected